Manufacturer narrative:
(B)(4).

Event description:
At the time of attempted release of a 4mm amplatzer muscular vsd (muscvsd) from a 6f amplatzer torqvue 45 delivery system (dtv45) delivery cable, the cable would not rotate to detach the muscvsd despite multiple attempts. The muscvsd was attempted to be retracted into the delivery sheath but withdrawal was impossible. A 9f bailout sheath was exchanged over the delivery cable to allow removal of the cable and muscvsd. Tee showed a significant increase in tricuspid regurgitation with evidence of a flail septal leaflet. This was confirmed on a right ventricular angiogram and was related to the muscvsd implant procedure according to the physician. The patient will be referred for surgery to repair the ventricular septal defect and tricuspid regurgitation.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the dtv45 delivery cable met all functional specifications and the returned muscvsd was able to be attached to and detached from the dtv45 delivery cable. A review of the device history record confirmed the dtv45 met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the delivery system, and the cause the reported event is unknown.